Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and ¿presence of small liquid collection around the implant¿.

Event description:
Patient reported left side ¿itching in the breast¿, ¿hardening¿, ¿small ripples¿, ¿inflammation in the body¿, ¿acute breast pain¿, ¿recall¿, ¿presence of small liquid collection around the implant¿, "contracture baker iii," and ¿minute breast cysts¿. Patient additionally reported experiencing ¿headache¿, ¿low immunity¿, ¿joint pain¿, ¿very strong pain in the back causing great inconvenience in everyday life,¿ "fatigue," "alopecia, insomnia, memory loss, lack of concentration," and "autoimmune disease" which were determined not to be device-related. The device remains implanted.